Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. Additionally, the battery pca and cells were contaminated. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.